Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4) serial: (B)(4), batch: a000103809.

Event description:
It was reported the therapy is not effective for this patient regardless of numerous reprogramming attempts. As a result, the system may be explanted in the future.

Event description:
Additional information received indicate surgical intervention occurred wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.